Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient presented for follow-up visit two weeks post-op removal re-instrumentation and fusion. Patient reported drainage from wound. On (B)(6) 2012, patient presented for follow-up. Scoliosis films show him to be instrumented from t12 to the pelvis. His instrumentation is intact there is no evidence of loosening. On (B)(6) 2013, patient presented for follow-up visit. Scoliosis x-rays were obtained in the office today and show the instrumentation in position from t11 to the pelvis. He stands in positive sagittal balance but I think this is more positioning for the x-ray. He typically does not stand like this and I think it was just the way that he was positioned for the x-ray. On (B)(6) 2014, patient presented for follow-up visit. Patient reported low and upper back pain. .scoliosis x-rays were obtained in the office today which show the instrumentation in position from t11 to the pelvis with no evidence of loosening or breakage of instrumentation. On (B)(6) 2015, patient presented for office visit. Patient reported neck and low back pain, heaviness in legs. Emg reports do show chronic changes both in the upper and lower extremities.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2012 patient presented with back swelling of the lower edge of the back instrumentation with the following symptoms pain a and swelling in the last 2 months. The area and swollen erythema and induration. He has been on w remicade for 2 years and methotrexate. He noted no prior trauma or other antecedent event. No dental in 1.5 year. Colonoscopy 2 years ago this has been more problematic and aspiration by pcp was unsuccessful. He is noting more problems with urination that are thought to be due spinal cord disorder rather a urologic cause. Current therapy which has included observation and short course of antibiotic therapy as not offered significant improvement. The patient presents to discuss treatment options. Back lumbar surgery 4 years ago and cervical 3 years ago. He has a past medical history of rheumatoid arthritis. He had past surgical history that includes cervical fusion; knee replacement; and laminectomy. Neurologic: negative except for headaches, paresthesia, coordination problems and weakness. Musculoskeletal: negative except for back pain. Psych: negative for excess worry/anxiety, depression and low mood. Cyst, lumbar spine incision (B)(6) 2012 patient presented with the diagnosis of soft tissue, lumbar, biopsy: fibroconnective tissue showing moderate to severe acute and chronic inflammation, foreign body-type giant cell reaction, pigment-laden histiocytes, and granulation formation, soft tissue, lumber, excision, skin and fibroadipose tissue showing focal acute and chronic inflammation with microabscesses, foreign body-type giant cell reaction, pigment-laden histiocytes, and granulation formation. On (B)(6) 2012 the patient presented for soft tissue, spinal region, excision and removal of instrumentation, explanted instrumentation (please see gross description), segments of hyalinized fibrous tissue, dystrophic calcification and histiocytes. On (B)(6) 2012 the patient with the following operative procedures: removal of segmental spinal instrumentation. Exploration of fusion. Re-instrumentation t11 to the pelvis. Fusion t11 to the pelvis. Local autogenous bone, 2 large kits of bone morphogenic protein and 20 ml of bone graft for fusion. He had a significant amount of metal debris, a lot of black tissue, a significant amount of scarring and inflammatory tissue. The deep cultures were taken anyways. The instrumentation was exposed. This was a very difficult exposure scarring. Once the instrumentation was exposed, it was noted that every locking cap was loose as well as some of the screws. The rod was then removed. The only thing that was left was the right iliac screw which had broken significantly down under the crest and the surgeon thought that it would be prudent to try and get that out. The screws were then removed. It did appear that he was fused in the thoracic spine. It was difficult to tell at the level of the osteotomy. A significant amount of loosing on the right-hand side as screws were then upsized. These were 7.5 x 40 at t11 and t12. Pull "ll" in because it looked fused there, 7.5 x 50 at l2, 7.5 x 7.5 x 50 at l5, 7.5 x 50 at s1 and 8.5 x 80 on the iliac on the there was well. The surgeon did not 50 at l4, left. All screws had an excellent purchase. Ap and lateral showed good position of all the screws. The wound was copiously irrigated throughout the case. Decortication was then performed with a high-speed #5 fluted ball burr from t11 down to the pelvis. Two large kits of bone morphogenic protein and 20 ml of bone graft were placed. This was after final torquing. The muscle was debrided. The vancomycin powder of approximately a gram and half was placed deep in the wound. A hemovac drain was placed. Fascia was then reapproximated with #1, subcutaneous tissue with 2-0 and skin with 3-0 monocryl. Steri-strips were placed. Dry sterile dressings applied. It should be noted that the remaining vancomycin powder was on he top of the fascia below the subcutaneous closure. The patient was placed supine on his hospital bed, extubated and taken to recovery room in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on (B)(6) 2012 patient presented for a follow up examination and evaluation of lower back swelling evaluation. On (B)(6) 2012 patient presented for follow up and reported in the back and radiating down his buttock and posterior upper leg. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2012 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2013 patient presented for a follow up examination and evaluation of back wound and carnitine deficiency. On (B)(6) 2013 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2013 patient presented for a follow up examination and evaluation of back wound. On (B)(6) 2015 patient presented for a follow up treatment and evaluation of prosthetic spinal rod problem and exchange with titanium infection. On (B)(6) 2007: patient underwent: l1 to l5 laminectomy with medial facetectomies of l1- 2; l2-3, l3-4, l4-5, l5-s1 and foraminotomies of the l1- 2-3-4-5 and s1 nerve roots; l2-3, l3-4 osteotomy; partial l3 corpectomy; t11 to s1 segmental spinal instrumentation (legacy 1/4 inch stainless steel); t11 to s1 bilateral posterolateral fusion; bilateral iliac fixation; local autogenous bone for fusion surgery. Pre-op diagnosis: spinal stenosis; flat back deformity. As per op-notes, the facet capsules were removed. Pedicle screws were then placed. These were 6.5 x 40 in the thoracic spine. They were 6.5 x 50 in the lumbar spine, all except the l1-l2 and l5 on the right-hand side. These were 1/4 inch rods. The iliac wing screws were placed. They were 7.5 x 80 screws were checked under x-ray, ap and lateral, and felt to be in good position. There was a trough cut in the lamina-facet junction from l1 to l5. The lamina and spinous process of l1, l2, l3, l4, and l5 were removed. No patient complications were reported. On (B)(6) 2007 patient presented for ap and lateral views of lumbar spine were obtained. Impression: interval placement of vertical connecting rods through extensive posterior fusion of the lower thoracic and lumbar spine without evidence of fracture. Patient presented for ap and cone down views of lumbar spine were obtained. Impression: bilateral pedicle screws at multilevel in the thoracic and lumbar spine. Extensive degenerative changes present. Patient presented for single lateral view. Impression: limited exam: extensive multi-level degenerative changes throughout the lumbar spine. Metallic markers overlie the posterior elements of l2 and l5. Patient presented due to chest pain using the single portable ap upright view of the chest technique. Impression: et tube in "plae" with tip 2cm from carina, lungs clear, heart not enlarged. On (B)(6) 2007 the patient underwent CT of abdomen and pelvis with and without contrast. Impression: thoracolumbar fusion changes, secondary limited examination. Post surgical changes. No obvious large hematoma was seen. The patient underwent cta of chest with and without contrast. Impression: incidental findings as noted above. Question spinal canal stenosis. No evidence of pulmonary embolism. However, evaluation was slightly limited; if signs and symptoms persist and clinical suspicion warrants, further evaluation with ventilation/perfusion nuclear medicine scan may be performed. On (B)(6) 2007 the patient underwent scoliosis study exam. Impression: patient status post thoracolumbar sacroiliac spinal fusion. No compression fracture or spondylolisthesis.the patient presented with following preoperative diagnosis of acute urinary retention; bph; hematuria. The patient underwent cystoscopy.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007 patient presented for an office consultation. (B)(6) 2003, patient underwent for an x-ray. (B)(6) 2007 patient underwent x-ray of bilateral knee. (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 patient underwent an x-ray of thoracospine. (B)(6) 2009, (B)(6) 2010 patient underwent an x-ray of cervical spine. (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 patient presented for an office visit. (B)(6) 2009, (B)(6) 2012, patient underwent an x-ray of knee ap and la. (B)(6) 2013, (B)(6) 2014 patient presented for a follow-up. (B)(6) 2013 patient underwent x-ray of knee ap <(>&<)> la. (B)(6) 2013, (B)(6) 2014 patient underwent x-ray of thoracospine.